Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, the luge wire broke off in the pt, and a portion of the wire remains in the circumflex. Pt status is listed as "stable."